Event description:
The foreign ((B)(4)) distributor reported an issue encountered by their customer with the mps delivery set. They reported that when the customer was filling the additive cassette with solution, they observed a small piece of translucent, foreign matter resembling a plastic film floating in the solution in the cassette. It was reported that as a result of the observation the customer used another disposable set instead. There were no complications to the patient as a result of the reported issue. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Device evaluation confirmed the presence of pvc film in the additive cassette. The film was too large to be extracted through the tubing. Most likely this was trimmed pvc film that due to static adhered itself to the cassette during assembly, and was missed during inspection.